Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the chuck with key device was frozen/would not move ¿ chuck seized, does not function, and had component damage. It was noted that most of its internal components were in poor condition. It was further determined that the device failed pretest for check drill chuck with key, check the maximum range of tool coupling, check the minimum range of tool coupling, check the handpiece coupling, check pins length of handpiece coupling, check general function in running mode. It was noted in the service order that the device had a jammed adapter. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and the reported condition was confirmed. The assignable root cause of this condition was determined to be traced to component failure due to wear. UDI: (B)(4).